Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause of the test failure was isolated to shorted c7 capacitor on the computer/analog board. The root cause for the shorted capacitor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.